Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis of a bleed in the stomach. According to the complainant, during preparation, the needle came out through the plastic catheter about 1 mm from the proximal part of probe tip, instead of from the end of the tip. The device was never pushed through the scope, and was never in contact to the patient. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Event description:
It was reported to boston scientific corporation that an injection gold probe device was used during a procedure for hemostasis of a bleed in the stomach. According to the complainant, during preparation, the needle came out through the plastic catheter about 1 mm from the proximal part of probe tip, instead of from the end of the tip. The device was never pushed through the scope, and was never in contact to the patient. Another injection gold probe device was used to complete the procedure. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be fine.

Manufacturer narrative:
A visual evaluation found that the device returned with the needle protruding from the catheter. Functionally, when the handle was actuated, the needle protruded from the catheter; however, the needle retracted normally. Further analysis of the device revealed that the guiding tube was detached from the tip. No fracture to the hypotube was observed. The condition of the returned incident device was consistent with the reported event that the needle protruded from the catheter. The evaluation attributed this condition to the detachment of the guiding tube. Therefore, the most probable root cause is manufacturing. An investigation was performed to address the needle protrusion issue. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
(B)(4) for the reported event of the needle coming out through the plastic catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.